Event description:
Customer reportedly obtained results of 303mg/dl and 103mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect test system and replacement was sent. No indication as to where comparison was performed. Advantage test system: strip lot 549522, exp 2/29/08, cat/2030381.

Manufacturer narrative:
Suspect device: comfort curve test strips.